Event description:
The customer reported a discrepancy between the visible field and the irradiated field. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The collimator opening was readjusted. The sys was tested and found to be working as intended and put back into svc.